Event description:
The customer reported, that a ventilated patient developed high peak pressures on the ventilator, an increase in heart rate and a decreasing spo2. The respiratory therapist attempted to suction the patient and found that they could not pass a 14fr suction catheter through the tube. The doctor retracted the tube slightly which allowed proper ventilation. The customer reported, that there was still some difficulty passing the suction catheter but they did manage. The customer did not report any further serious injury or harm to the patient. The customer stated they will return the tube for evaluation when the patient is extubated.